Manufacturer narrative:
As reported, the 8mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and inflated. However, it ruptured at four atmospheres (atm). It was confirmed by a leak of unknown contrast medium. There was no intravascular damage due to the effects of the balloon rupture. It was removed from the patient body. Therefore, it was replaced with a new unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. The saber was stored in a sterile field. There was no anomaly at the device and package. It was opened from the package and prepped as per the instructions for use (IFU). The unknown guidewire delivered while checked the condition of the stenosis with a roentgen device. The stenosis part was observed using intravascular echo. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82191580 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis may have contributed to the reported event. A stenosed lesion may cause damage to the balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 8mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter crossed the lesion and inflated. However, it ruptured at 4 atmospheres (atm). It was confirmed by a leak of unknown contrast medium. There was no intravascular damage due to the effects of the balloon rupture. It was removed from the patient body. Therefore, it was replaced with a new unknown balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the iliac artery. The saber was stored in a sterile field. There was no anomaly at the device and package. It was opened from the package and prepped as per the instructions for use (IFU). The unknown guidewire delivered while checked the condition of the stenosis with a roentgen device. The stenosis part was observed using intravascular echo. The device will not be returned for analysis because it was discarded due to infectious disease.